Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had a grey border which blocked graphics and text. Customer's blood glucose was 140 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.